Manufacturer narrative:
No nonconformance was found and recorded in the document (qa-w-21-03) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(6)) and strips (lot#: d220510b-1). The suspected meter that was shipped to pdc on 2019-12-24 (serial#: (B)(6)) were used to re-examine their setting and all functions, and no malfunction occurred. Standby current (3.8 ua) of the suspected meter met acceptance criteria (< 55 ua). Suspected strips with 2-year shelf life were manufactured on 2022-05-10. Because suspected strips were not returned to okb, the retained strips (with same batch) were used to re-test by using suspected meter and retained meter with any valid control solutions (batch# of level low: 2ah1a04 and exp. By 2025-01-31; batch# of level high: 2ah3a19 and exp. By 2025-01-31). Gcs test results (level low: 62/61; level high: 322/329) met the acceptance criteria (level low: 30~75; level high: 230~340). As above, no non-conformance and malfunction of the suspected items were found. The root cause of the complaint was unable to be verified without more critical information. Therefore, the complaint has to be closed out if no further action and information from the user.

Event description:
Caller stated that he sought medical attention on (B)(6) 2023 around 2:00pm at home. Caller stated that he tested his blood glucose with his prodigy meter and he received a result of lo. Caller stated he was feeling dizzy and generally unwell. Caller stated that he was driven to (B)(6). Caller stated that he did not take any food drink or medication prior to seeking medical attention. Caller stated that when he arrived at the hospital his blood glucose was 253mg/dl. Caller stated that he was not given any medication to lower his blood glucose. He was monitored until it went down. Caller stated that he was discharged with a blood glucose of 150mg/dl. No additional information was provided.